Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A CAPA has been issued.

Event description:
While using a byte retainer, patient reported that they experienced allergic reaction that involved their tongue due to the wearing of the retainers. Their symptoms consisted of painful ulcers and swollen tongue. They were seen by their dentist and lab work completed; dentist feels that the patient is allergic to the plastic in the retainers. After stopping the wearing of the retainers, the patient's symptoms have resolved.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.